Event description:
The patient was experiencing pain. An x-ray was done. It was determined that the catheter had migrated out of the intrathecal space. On the date of this report, a catheter revision was done. The spinal segment of the catheter was explanted and replaced. The surgeon was suspicious that the catheter had come through the anchor; however, upon observation at the time of the revision the anchor was found to be in place with the suture intact. The surgeon then felt that he did not use a purse string suture to the catheter entry site which allowed the catheter to migrate out of the intrathecal space. The patient status was reported as ¿alive-no injury¿ and following the procedure, the patient was receiving effective therapy. The device system was delivering hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
This information was previously reported under manufacturer report # 3007566237-2014-02879 [it was reported that there was a catheter migration/dislodgement. The event occurred during a procedure, the product was noted to be the anchor on the catheter, and the product remained implanted and in service. The type of drug being infused by the pump system was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received reported the clinical specialist (cs) supported a revision and the patient was scheduled for a ¿lead revision¿ on (B)(6) 2014. The healthcare provider (hcp) noted the catheter tip had moved down a significant number of vertebrae in the patient. The type of drug being delivered by the pump, if the patient had experienced symptoms, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.]

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4),